Event description:
The customer reported that there was a problem with IV spike being occluded so the spike was removed from the manifold and replacement IV was attached to the manifold and according to the customer, the patient received 1cc of air.

Manufacturer narrative:
Investigation in-process and will be filed in a supplemental report when the investigation is complete. The remaining information was unattainable from the hospital.